Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. However, the reported problem could not be duplicated with the device. During internal inspection of the device, internal hardware around the battery connection was observed to be loose. However, it could not be confirmed to be to be related to the customer report. The hardware was retightened. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.